Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed sporadic episodes recorded as high ventricular rate that appeared to be noise on both chambers of the pulse generator. The noise could not be reproduced in clinic with isometrics. The patient was asymptomatic and doing fine. No intervention was performed.